Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in event, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information received (B)(6) 2019. Post vascular surgery, it was found that the angio-seal could not have been the cause of the occlusion.

Manufacturer narrative:
The device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a 6fr angio-seal device was deployed. Later a partial common femoral artery occlusion was noticed. No follow up angio-gram was performed. The patient is scheduled for vascular surgery in a couple weeks to repair. The facility plans on looking farther into the cause when patient has the cut down surgery. The patient was reported to be in stable condition and scheduled for vascular surgery.